Event description:
Facility has had 3 cases of pts developing dense adhesions within abdominal surgical sites, requiring re-operation, after beginning use of these new sponges. In one case cotton fibers were microscopically identified within the adhesions and compared with the sponges. All three cases developed adhesions in a very short time after surgery. Rptr questions if the difference in sterilization processes could account for the difference in performance from the "old" sponges to the "new". The new sponges were sterilized and packaged in china and the old ones in the us. The new sponges seem to fragment much more readily.